Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device was received. The event history log was reviewed and the customer reported alarm was able to be confirmed. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The diagnostics mode was also checked confirming a battery communication issue. A new battery was tried but the problem persisted. The old battery was reinstalled, and the interconnect was replaced, resolving the battery communication issue. During testing, the pump encountered a travel course error when performing the occlusion test. The pumps leadscrew, clutches, and worm coupling were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a bad port / communication error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.